Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed soft cannula at the tip of the formed needle. A leak resulted from this tear. It could not be determined when or what caused this damage to occur. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 260 mg/dl, while wearing the pod between 24 and 36 hours. Corrections were administered using the pod but the bg levels did not decrease. Hyperglycemia treated by applying a new pod and bolus.